Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d4 because the device serial number originally provided was incorrect. As a result, h4 manufacturing date was also corrected. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The connector was found worn and caused the device to not recognize the scopes when they were plugged in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope was not detected because connection failure occurred due to the faulty socket slider switch. However, the root cause of the faulty socket slider switch could not be identified. In addition, the following non-reportable malfunctions were found during the device evaluation: the worn out socket slider switch was causing intermittent use of high intensity mode; the olympus lamp life meter read over 500+hours; the lamp life was expired and had a burnt mark. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, there was a connection issue and the device wasn't connecting when plugged into different scopes. The issue occurred during preparation for use, there was no procedural delay, and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.